Manufacturer narrative:
The 1.3/1.6 square driver 420 mod, 1405-2104 was returned for evaluation. The device was examined via magnified optical inspection. Analysis found evidence that the driver underwent torsional deformation. The hardness values were confirmed to be within specification. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The root cause of the driver tip breaking cannot positively be determined however the most likely cause is related to the additional torque applied to the driver during rapid screw insertion by the physician. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2016, the surgeon was inserting screws into the dorsal plate, when the screw driver (1405-2104) tip broke off in one of the distal screw heads. It was noted that the surgeon was inserting screws very fast when the incident occurred. There was no delay in surgery as an alternate screw driver was available for use. The tip of the driver remains in the screw head that was implanted in the patient.